Manufacturer narrative:
(B)(4). Methods: (film). Results: inherent risk of procedure (stent graft occlusion); patient¿s condition affected effectiveness of device (severely calcified iliac arteries) (insufficient information; cause is unknown). Conclusions: inherent risk of a procedure (stent graft occlusion); device failure related to patient condition (severely calcified iliac arteries); (insufficient information; cause is unknown).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum diameter of the aneurysm was 54.1 mm. The proximal aortic neck was 42 mm long, and the diameter was 23.5 - 23.8 mm. The proximal neck angulation was moderate, with mild thrombus and calcification. The proximal to distal diameters of the left common iliac artery were 10.6 - 11.1 - 10.9 mm. The proximal to distal diameters of the right common iliac artery were 15.2 - 10.3 - 10.1 mm. The femoral arteries were 7 - 8 mm in diameter. There was calcium in the left external iliac artery and bilaterally in the common iliac arteries. It was reported that the patient presented emergently approximately one week post-implant with complaints of leg pain. A CT scan revealed an occlusion in the left limb of the stent graft. The patient was taken to surgery and a fogarty catheter was used to successfully remove the clot in the left limb. However, the limb continued to thrombose. The physician implanted a ba re metal stent in the distal portion of the stent graft and modeled it with a balloon. Continued thrombosis was observed. The physician then decided to perform a femoral-to-femoral bypass. This procedure was successful. The cause of the limb occlusion is unknown, but a lack of ballooning of the distal left limb with a pta balloon may have contributed. No additional clinical sequelae were reported, and the patient is fine. A review of returned angiogram images at implant showed that the main device was brought up the right side, and the contra limb placed within the left iliac artery. There was slight narrowing seen with the most distal contra limb stent; which was seen ballooned. Final angiogram showed no stent graft issues with good bilateral flow. Cta's 1 week post-implant showed that the entire left/contra limb was occluded beginning at the flow divider; the blood flow resumed distally down the left leg at the femoral artery. The ipsilateral limb was patent. Severe calcification was seen within the iliac arteries bilaterally. The cause of the occlusion could not be determined. No stent graft kinking could be seen. It is possible that the severe calcification seen in the left common and external iliac arteries may have contributed to the occlusion.